Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that the handset had been 'misfiring' for 'a while' now and it was getting worse and worse. Patient stated it took them over a half hour to get their bolus. Patient also stated when they were connecting to the pump, the handset would stop at '0 or 8'. Patient stated then, 'it asks for new'. Agent had a difficult time following along with the patient- agent understood issue to be related to 90% lag. Agent walked patient through clearing data on the handset. Patient had a difficult time navigation on the handset - agent assisted patient with turning on navigation buttons in settings. Patient connected to the pump - initially saw no pump response but then, entered into myptm without issue and was in a lockout (agent understood this as an expected lockout). Agent recommended to monitor the issue and could call back if further assistance was needed. Handset was version 1 and bolus per day: 6.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.